Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was delayed in responding to presses and multiple presses were necessary for display to activate. Customer confirmed pump display turned on when plugged into a power source. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose was 118 mg/dl.